Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient who was implanted with a neurostimulator (ins) for non-malignant pain and complex regional pain syndrome. Type it was reported that there was a storm which caused a power surge through the patient's house. The patient reported that they felt a weird thing in their back and battery. They stated it felt like a surge and noted that they did not feel it now. The patient stated it was tingly and itchy. They reported it was on the inside. The patient reported they were not charging at the time when it happened, but the battery shut down at first. They stated it would not take a charge at first, it did nothing but then it did. The patient did not turn the ins off because they needed it for pain. They reported it was a sudden change in therapy. The patient was redirected to follow up with a healthcare professional. No further complications were reported. Follow up was conducted.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the patient on 2018-jul-26. The patient provided their healthcare professional¿s (hcp) information and stated that they have an appointment in (B)(6) 2018. They are waiting to get a date from the manufacture representative (rep) and the hcp office. The cause of how the storm affected the device was not yet determined. They saw their hcp twice; in (B)(6) 2018. The rep is coming to the next appointment in (B)(4) 2018. No further complications were reported/are anticipated.